Event description:
The pt stated that she observed the separation of her infusion set tubing at the luer-lock connection on several occasions (number not specified) over the past three months. She stated that she was able to recognize the issue during each occurrence by the steady rise in her blood glucose. When she observed this, she would investigate and find the separation. She stated that, on a few occasions, her infusion device would fall out of her pocket and onto the ground. At that point, she observed a complete separation of the tubing. She stated that she was hospitalized on one occasion related to high blood glucose. She reported a blood glucose value of 768 mg/dl on this occasion. She reported her normal blood glucose range to be 120-150 mg/dl. She reported that her symptoms of elevated blood glucose include thirst and frequent urination. She conveyed that she was able to correct her blood glucose by changing her infusion set and bolusing insulin during her wait in emergency room. She was kept in the hosp for "a couple of hours" in order to deliver fluids. She stated that her infusion sets had typically been in use 5 to 6 days prior to separation of the tubing. The product was requested to be returned for eval.